Event description:
The customer's husband stated that the customer entered the wrong carbohydrates when using the bolus wizard and she accidentally gave herself a 12 unit bolus. The paramedics were called to the customer's home and they took her to the hospital. The customer's blood glucose levels had dropped from 244 to 141 m/dl in ten minutes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.